Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 8 months. The lvad currently remains implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had four previously unreported admissions for hemolysis since (B)(6) 2016. The patient's lactate dehydrogenase (ldh) level was reportedly in the 1000 u/l range each time. Upon admission, the patient's ldh level would improve with IV heparin and fluids. Multiple echocardiograms showed normal lvad function. The patient was again admitted with hemolysis on (B)(6) 2016 and discharged on (B)(6) 2016. The patient's ldh level improved, an echocardiogram showed normal lvad function, and the left ventricular ejection fraction was 45%. The patient was scheduled to undergo an echocardiogram for assessment of left ventricular recovery while the pump speed was weaned. The patient reportedly had high pump powers between 14-16 watts and pump off and low flow events since (B)(6) 2016, but had not notified the implanting center at that time. A system controller log file reviewed by the manufacturer's technical services representative revealed constant pump power elevations greater than 10 watts as well as pump off events on (B)(6) 2016. At times during these pump off events, the pump was unable to maintain the fixed speed of 9000 rpm. On (B)(6) 2016, the patient developed shooting eye pain and went to a local emergency department where a head CT revealed an ischemic stroke. The patient received a large dose of IV heparin and was transferred to the implanting center. A follow-up head CT showed a hemorrhagic conversion. The patient's anticoagulation was reversed. The patient was taken to the or and lvad support was discontinued. The outflow graft was stapled off and the driveline was cut at the skin and a vacuum assisted closure device was placed over the exit site to assist with healing. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains implanted. Review of the submitted system controller log file revealed constant pump power elevations greater than 10 watts as well as pump stoppages on (B)(6) 2016. Based on the manufacturer''s past experience and similar reported events, this data coupled with the report of hemolysis could be indicative of device thrombosis. Device thrombosis, hemolysis, stroke and bleeding are lsited in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.